Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause was unable to be determined. Device not returned for analysis.

Event description:
This patient is the same patient as MFR report 2134265-2009-03664. It was reported that in 2006, the patient underwent treatment with the polarcath device for two lesions. During the polarcath cryoplasty procedure the immediate technical results were satisfactory. Delivery of the polarcath was not successful as intended. There was a dissection at entry. The total cryoplasty procedure time was 30 minutes. The two target lesions were in the superficial femoral location (proximal and distal third) with 5 millimeters reference vessel diameter, 90 millimeters length, and 90% stenosis. It is not known if the measurements included two lesions or just one. The reference de novo lesion had eccentric stenosis and severe calcification. A polarcath balloon 5 millimeters in diameter and 60 centimeters long was inflated three times. The patient reported pain during the procedure. The lesion was treated by dilatation only and no stent was implanted. The percentage of stenosis after dilatation was reported as less than 30%. There were no other procedures reported to have occurred during or immediately after the index case. At nine days post-procedure the patient had a follow up at the clinic. There was less than 30% restenosis. At 120 days post-procedure the patient had a follow up at the clinic and there was 50-70% restenosis at the target lesion as shown by angiogram. There were no other flow abnormalities at the target vessel. It was documented that there was no intervention since the procedure.